Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 02/11/2016 a medtronic representative, following-up at the site, reported that when using the axiem power/comm cable from the second system - original system functioned normally. Return requested. Replacement external axiem power/data cable shipped to site 02/11/2016. Medtronic investigation of returned suspect external axiem power/data cable finds that the returned cable appears to be in good condition, however, a continuity check revealed an open from pin 2 of the usb connection to pin 6 of the lemo connector. Opening the lemo connector revealed a broken connection at the pin 6. Electrical failure. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. On 02/12/2016 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. No communication. Axiem power cable failure. Power cable replaced. Issue resolved. System performed as intended. On 03/02/2016 software investigation completed. Findings are that the issue was caused by an open pin. Software is functioning as designed. This issue was documented in a medtronic software anomaly tracking database. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported after installing ent 2.3 software on a site's navigation system, the axiem box communicated intermittently with the navigation system. The site completed a successful procedure the day prior to this event. This issue was identified after new software was installed and tested. Trouble-shooting did not resolve the issue. There was no patient present when this issue was identified.